Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys c-peptide result for one patient sample. The initial result was 0.045 ng/ml and the repeat results on (B)(6) 2018 were 5.05 ng/ml and 4.98 ng/ml. Information concerning f any erroneous result was reported outside of the laboratory was requested, but it was unknown. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. A specific root cause could not be determined. Possible root causes include a sampling issue due to contamination of the probe or erroneous liquid level detection due to static electricity generation.